Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted densely adhered mesh. This mesh was adhered to the small bowel. It was so adhered to the small bowel that a small bowel resection was necessary. It was reported that the patient experienced bowel obstructions, digestive problems, mobility problems and severe pain. It was reported that the patient had previously underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/16/2021.

Manufacturer narrative:
Date sent to the FDA: 06/01/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/27/2021.